Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported bilateral rupture. Device remains implanted. This record relates to the left side.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3, b.5, d.1, d.2, d.4, d.6a, d.6b, g.2, g.4, h.4, h.6 a review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported rupture diagnosed by MRI on the left side. The device has been explanted and replaced.